Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info but the reporter was unable to provide further details. (B)(4).

Event description:
An ophthalmologist reported insertion issues during intraocular lens (iol) implant surgery, leading to unspecified pt harm. Attempts have been made to obtain add'l info but the reporter was unable to provide further details. There are two medical device reports being filed for this facility.